Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that 75 minutes post stent placement in a right internal carotid artery stenting procedure, the pt experienced a stroke. The symptoms included right arm and leg numbness and weakness and diplopia. A CT scan was normal, however, an MRI showed small right parietal, left occipital and left temporoparietal lesions exhibiting restricted diffusion consistent with recent subcortical infarcts. The neurologist and stroke team felt the event was related to the general procedure and not the right internal carotid stent deployment itself. Within 24 hours, the symptoms completely resolved. Two days post procedure, the pt was discharged to home.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Stroke is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.